Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was process residue on a capacitor, designator c157, on the analog pcb assembly.  The process residue caused the capacitor¿s voltage to drop to zero volts which prevented the device from recognizing a shockable ECG waveform. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the device's readiness display.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect a shockable ECG waveform.  As a result, defibrillation would not be possible.